Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis revealed that the device had an alert for low battery voltage - rrt (recommended replacement time). Time of rrt in save to disk was on (B)(4) 2012 where the device rrt was equal to or less than 2.62 volts. The weekly battery voltage trend data shows min battery equaling 2.64 to 2.62 volts between (B)(4) 2012. There was two low battery voltage alerts on (B)(4) 2012.

Event description:
It was reported that the device is suspect of premature battery depletion as the device was at eri (elective replacement indicator) after three and a half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.